Event description:
It was reported that during generator replacement, unrelated to the lead surgery, externalized conductors were observed. No electrical anomalies were detected. Asymptomatic patient will continue follow-ups with the physician.

Manufacturer narrative:
(B)(4).